Event description:
During a ptca procedure, the stent was not on the liberte' monorail stent delivery system. The physician system through the guide catheter and positioned it in the left anterior descending (lad) coronary artery. During fluoroscopy, the physician noticed the stent was not on the liberte' monorail stent delivery system. The stent was found on the procedural table. This product is approved ous only, but is similar to a device marketed in the us.